Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that a 1000ml infusion of epoch (etoposide, vincristine, and doxorubicin) was noted to be leaking from the circular disk in the center of the tubing filter during the infusion to an adult patient. The chemotherapy leaked onto the patient's clothing and bed linens. The leak was treated as a chemotherapy spill and there was no harm.